Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited a decrease in impedance measurements, reaching low out of range values, failure to capture and failure to sense. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix mechanism was tested and it was unable to extend, likely due to tissue being stuck during the explant procedure, which is not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited a decrease in impedance measurements, reaching low out of range values, failure to capture and failure to sense. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.